Event description:
Caller reported that the insulin gauge was displaying an amount different than expected, specifically showing a static fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that this could happen due to a large variance in measured pressures used for calculating the insulin remaining, and it would normalize once the static number matched the actual insulin left. The caller understood and acknowledged the explanation.